Manufacturer narrative:
Evaluation summary: this is an event in which a foreign matter such as a brush clogs the pipe. The cause is thought to be that the brush used by the user during cleaning was broken and remained in the pipe. Correction information: g6: follow up #1 h2: type of follow up h3: device evaluated. Additional information: h4: device manufacture date h6: coding changed based on the investigation result h7: remedial action.

Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
Pentax medical was made aware of a complaint on 09-dec-2020 that occurred in the operating room during use in the united states. The reported complaint that during a procedure the needle does not go through the groove, involving a pentax medical video ultrasound gastroscope, model eg-3870utk, serial number (B)(4) . No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. Model eg-3870utk, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service (B)(6) 2013. The long term loanervideo ultrasound gastroscope was received by pentax medical for evaluation on 05-jan-2021. The endoscope was is pending inspected by pentax medical service under service order (B)(4) as of 08-jan-2021. Investigation is in-process.